Event description:
7-0 suture broke while tying down graft anastomosis. The graft had to be re-done. Second 7-0 suture was opened- the suture was frayed but did not break. A 3rd 7-0 suture had to be opened to complete the procedure. The product had patient contact but no patient harm. Manufacturer response for 7-0 bvi prolene, (brand not provided) (per site reporter). Notified but product is still onsite.